Event description:
Complainant alleged that the medics were attempting to monitor a patient suffering from drug over-dose, but the device did not display the patient's ECG rhythm. The medics then changed the cables and leads, but the device still failed to display the patient's ECG rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.